Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be low transmitter battery . The reported event of a pair new transmitter is reportable by the finding of a transmitter failed error in the investigation window is reportable. No injury or medical intervention was reported.